Manufacturer narrative:
Additional information received from the local field representative indicated that a chest x-ray confirmed the lv lead had pulled back slightly into the coronary sinus. The device was reprogrammed to ddi mode with rv only pacing. The patient was followed up with one week later and another chest x-ray was performed which confirmed the location of the lead. The patient is scheduled to see their physician in the near future. No additional intervention has been performed. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was oversensing atrial activity. It was suspected that the lv lead had dislodged. A chest x-ray planned to be performed. No adverse patient effects were reported.